Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when this left ventricular (lv) lead was being implanted, the guidewire punctured through the lead body. The lv lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections noted a puncture hole in the insulation located between the e3 and e4 distal electrode ring in the spiral fixation area of the lead. A new stylet was obtained and inserted into the lumen; the stylet was able to be full inserted and removed without issue or blockages noted. Laboratory analysis was able to confirm that the insulation damage is consistent with a guidewire escaping the lead lumen.